Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a retained capsule where after one month, has to be manually removed. There was no reported patient outcome.